Event description:
A literature article reported a pt with a poor outcome from phacoemulsification under topical anesthesia in a remote area in the (B)(6). The pt experienced corneal endothelial decompensation due to a long phacoemulsification time. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).